Event description:
See initial report.

Manufacturer narrative:
H.10: several attempts have been performed by livanova to reach out the customer and no further information have been collected and the customer never asked again for support. The unit is installed since 2006 and according to the analysis of the complaints database no further event have been reported related to this centrifugal pump console . Due to the lack of information, the root cause of the reported event could not be determined. Taking into account that the customer did not request a service activity and a repair on the unit, it cannot be ruled out that an unintended user error could have led to the reported shut off.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The customer information are still pending and will be provided if made available. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a centrifugal pump console shutdown during support. The patient needed to be hand cranked. There was no report of patient injury.